Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was capped and replaced due to noise and increase capture threshold. The patient was pacemaker dependent and in stable condition.